Manufacturer narrative:
Device was used for treatment, not diagnosis.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.(B)(4): placeholder.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with lcp condylar plate on (B)(6) 2009. It was reported there was a problem with the plate as the plate had not been grinded causing irritation. No additional information was provided.